Event description:
The patient contacted animas on (B)(6) 2013 reporting that her pump had gone through airport x-ray machine and the scanner. The patient also mentioned that for the last three weeks her blood glucose (bg) was in the 500mg/dl with mild increased thirst and urination. She treated herself with injections. Customer support (cs) did a complete troubleshoot of the pump and nothing else was found outside of the exposure. The patient stated that her bgs have gone down with the replacement pump. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following finding: the total daily dose history for (B)(6) 2013 appeared to be low; a review of the alarm history showed that a replace cartridge alarm was recorded on (B)(6) 2013 at 03:01 and the pump was not primed until 08:04. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.